Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has experienced high blood glucose levels (200-300 mg/dl). Pump passed delivery system check. Customer changes cartridge every 5 days. Customer has been adjusting pump settings without consulting with her health care professional.